Event description:
It was reported that .. "Dr was going to place a radius cross connector onto a rod when the head of the cross connector popped off."

Manufacturer narrative:
Method: visual inspection, functional inspection, and complaint history review. Results: visual inspection: at receipt of the device showed that device was not broken but disassembled. The variable head on one side which is designed to allow the connector to be placed on divergent rods was found to have been removed from its slot. Signs of extraction were noted on the component showing that surgeon applied extraction forces (cantilever) while trying to set this connector. It appears that cantilever efforts were applied on the variable head (trying to drive the connector to the rod), this would have opened the split arm of connector body leading to disassembly. Functional inspection: consequent force was made necessary to reassemble the connector showing that disassembly would require significant effort to perform. Once re assembled the connector performed as intended. Complaint history review: there are seven complaints on record for this implant but no similar issue has been found with this device. Hence it is the first complaint of this type. Conclusion: the returned connector was found disassembled. Based on the observations conducted on the returned item, cantilever forces were highlighted on the device and connector disassembled as a result. Once re-assembled the connector was set in a saw bone construct without any adverse effect meaning that this connector was effectively functional. No adverse consequence was reported for the patient in this case and the procedure was completed successfully.